Manufacturer narrative:
The customer decided to cancel repair and the device will not be returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope is unable to display image. In addition, bending cover leaking was noted. The event occurred during reprocessing, prior to a therapeutic laparoscopic procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event. This report is being submitted for the no image issue .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, since the subject device was not returned, the event was unable to be reproduced, and the cause of the event could not be specified. However, according to investigation result based on reported event and evaluation, leakage from a-rubber was confirmed. The possibility that water invasion affected the image sensor unit was high. It was likely that the event occurred due to temporary contact failure of electrical contacts on video connector and video system center, or defects on peripheral equipment, etc. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information ¿ please read before use. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor.¿ the instruction manual (IFU) states as follows regarding detection method of the suggested event during inspection prior to use: ¿3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal: 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.